Event description:
It was reported that the cartridge would not fully snap into the pump. There was no reported impact to the customer's blood glucose level. An o-ring from the previous cartridge was found on the pneumatic tap. The o-ring was removed and the customer was able to insert the original cartridge into the pump.